Event description:
It was a catheter malfunction. When the catheter was connected to the cable, there was no display showing. Rep performed troubleshooting and determined as sensor error. The catheter was removed, and a new catheter was used. The procedure was completed fine with the new catheter. No injury to the patient. The reps are aware of this issue. I will follow up with them again. Manufacturer response for nav c3 st sf f-j, biosense webster (per site reporter): has been reported numerous times but no response to this dept.